Event description:
When the surgeon noticed the tissue was thick and he was using a reinforcement meterial with a medium sized stabple. The surgeon felt the tissue was too thick but continued firing the sulu. Pt was exceptionally hypertensive and was not clotting normally so after every staple load excessive bleeding occurred. After the second or third firing the surgeon continued withou the reinforcement material. After inspection of the stomach, the last staple load that was used with the reinforcement had burst open and staples in the load were completely unformed. Surgeon kept oversewing the staple line as the staples were not forming. The pt is okay after the procedure.